Event description:
It was reported that the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. Further information was requested however, was not provided.

Manufacturer narrative:
Correction: e1, e2, e3, e4.